Event description:
Healthcare professional reported of the right side device: "capsular contracture baker grade ii and rupture". Later healthcare professional reported double capsule and breast pain. The device was explanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.